Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that their blood glucose level was running high in 500 mg/dl. They took a bolus of 10 units. They had been getting no delivery alarms for the past two weeks. The customer declined troubleshooting for the high blood glucose. The customer stated they will contact their doctor first and then call back. The device will not be returned for analysis.